Manufacturer narrative:
(B)(4).

Event description:
It was reported that a health care professional (hcp) was unable to fill or aspirate the pump reservoir. No pt symptoms were reported. Add'l info has been requested, but was not available as of the date of this report.